Manufacturer narrative:
Evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. A device is not available for investigation.

Event description:
Per report, the nurse found the catheter broken when the device was removed from the patient's scalp. An ultrasound was performed and approximately 7mm of broken catheter was found near the insertion site. The broken catheter was removed surgically and it was confirmed that the piece was removed successfully. There is no information regarding whether this incident occurred during insertion or after the device had been used.